Event description:
It was reported that (1) device was used during a laparoscopic gastrectomy. It was reported by the affiliate that the tsb45 staples malformed. So the surgeon put some overstitches to complete the case. The device will not be returned.